Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked and the right plunger case was cracked. A review of the event history log identified motor drive off phase b post error in history along with depleted battery just before. During functional testing the motor drive off phase b post error, was induced by the depleted battery. The root cause of the problem was customer induced as a result of the customer's non-performance of required periodic preventative measure(pm) activities and the customer's general neglect. Replaced the battery.

Event description:
It was reported that the pump exhibited a post, pump motor phase b drive failure. No patient injury was reported.